Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. Each reload was received in a sealed blister package. Visual examination noted that each reload had a full complement of staples. Functional evaluation of the reloads found no abnormalities. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic esophagectomy (B)(6) procedure, the device did not fire. The surgeon was able to press the green button but unable to squeezed the handle. The device closed but didn't fire. It was blocked. They opened two more handles but they did not work, they used more reloads of the same number lot and still did not work, so finally they opened a new box of reloads with another lot number and it worked fine. There was no patient injury.